Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the proximal end of the patients lead was frayed and high impedance on six contacts on the lead were also noted.